Event description:
It was reported that the endowrist prograsp instrument had abrasions on its main tube, which were caused by a defective cannula. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related complaints used at the same facility. MFR. Reports: #2955842-2006-00306, 2955842-2006-00308, 2955842-2006-00309, 2955842-2006-00310, 2955842-2006-00311.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a section on the distal end of the instrument main tube with material removed, approximately 2" above the proximal clevis. It was determined that this damage to the main tube was most likely caused by a defective cannula accessory. Engineering also observed a deep scratch approx .5" above the proximal clevis. It was determined that the scratch was most likely caused by a collision with another instrument. No other damage was found. The following medwatch reports were created for the defective cannulae previously returned from this site: 2955842-2006-000300, 2955842-2006-000301, 2955842-2006-000302, 2955842-2006-3003,2955842-2006-000304, 2955842-2006-000305.